Manufacturer narrative:
Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting they received and error 4 message when inserting a strip into their freestyle meter. The meter has been returned and, through the course of investigation, has been discovered to suffer the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.